Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. There was no problem with detecting the cassette. The downstream occlusion sensor will be calibrated as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette detection is defective. There was unknown patient involvement.